Event description:
It was reported that a dakota retrieval basket was used during a transurethral lithotripsy (tul) procedure. Reportedly, the device would not open or close after multiple tries. The procedure was completed with another of the same device with no patient complications. Analysis of the returned basket identified that the grasper returns detached from the sheath.

Manufacturer narrative:
Block h6: device code a0501 captures the reportable investigation results of grasper detachment. Block h11: investigation result the returned dakota basket was analyzed, and a visual evaluation noted that the handle returned in good condition and the device returned with the grasper on its close position. Microscopic examination was performed under magnification, and it was noticed that the grasper was detached from the sheath. Functional examination was performed with the handle actuated, and the grasper was not able to open or close since the grasper was detached from the sheath. Destructive test was performed and there was evidence of torque mark. The device was disassembled, and the handle cannula was properly assembled to the pinch vise. Additionally, it was noted that the spring was in good condition. The grasper was removed from the distal end and noticed that the pull wire and the grasper properly assembled in the notch cannula. It was also noticed that crimp marks were present, indicating no visual defects were found internally. With all the available information, boston scientific concludes that the reported events were confirmed. Based on the investigation, the device meets all manufacturing specifications required and passed all the controls and inspections, no abnormalities were reported during the assembly process. However, during the analysis it was found the grasper detached from the sheath which consequently contributes that the grasper was not able to open or close and these findings did not lead to a clear conclusion about the cause of the problem. As per additional information requested to the manufacturing team, during manufacturing process, device inspections are conducted to ensure the integrity and functionality of the device that would have captured the encountered problems. Based on the analysis results, a conclusion code of cause not established was assigned to this investigation since the findings do not lead to a clear conclusion about the cause of the reported event.